Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te messages) was isolated to migrating wires cutting into the distribution node (dn) to the rear te cable. The root cause for the migrated wire has not been positively identified. There was no adverse event that resulted from the damaged belt.